Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the devices performed as intended. The reported patient neurological deficit is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that a procedure was done for a left upper trunk m2 occlusion on an atheromatous plaque with the onset of thrombus in the lower trunk m2 with a catheter and the subject trevo stent retriever 4x20. Post procedure, the patient's neurological status declined with a national institutes of health stroke scale (nihss) score that evolved from 4 to 23. During procedure, the thrombectomy performed did not remove the thrombus but resulted in an extension of the clot and failed despite four attempts. The clot extension was on the lower trunk which lead to complete occlusion of the distal m1 segment. Permanent stenting and anti-platelet aggregation were started as a matter of urgency. No embolic complications or significant cervical stenosis was reported. The sponsor and the investigator both assessed on the relationship of the neurological status deterioration as related to the procedure (thrombectomy) with a reasonable possibility. Event might as well be related to the disease under study. No further information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that a procedure was done for a left upper trunk m2 occlusion on an atheromatous plaque with the onset of thrombus in the lower trunk m2 with a catheter and the subject trevo stent retriever 4x20. Post procedure, the patient's neurological status declined with a national institutes of health stroke scale (nihss) score that evolved from 4 to 23. During procedure, the thrombectomy performed did not remove the thrombus but resulted in an extension of the clot and failed despite four attempts. The clot extension was on the lower trunk which lead to complete occlusion of the distal m1 segment. Permanent stenting and anti-platelet aggregation were started as a matter of urgency. No embolic complications or significant cervical stenosis was reported. The sponsor and the investigator both assessed on the relationship of the neurological status deterioration as related to the procedure (thrombectomy) with a reasonable possibility. Event might as well be related to the disease under study. No further information is available.